Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of actuation failure. The sample was visually inspected and found conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Approximately 0-5 minutes of wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear was observed at the bend area of the inner cutter. An o-ring was visible in the vent hole of the rear housing. After disassembly the probe was retested for actuation and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The sample evaluation confirms the actuation failure of the probe as was reported. The sample evaluation also showed that the probe had a cut issue. The root cause of the actuation and cut issues is the additional o-ring that was seen through the vent hole during evaluation. An investigation has been initiated in order to further investigate this specific actuation failure. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe's actuation failed during a procedure. The condition of the aspiration is not known. The procedure was completed after replacing the probe with another one. The product sample is available. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The evaluation confirmed that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. The impact of the extra o-ring could not be determined from the investigation performed. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).